Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 7.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula events on (B)(6) 2025. The issue occurred with seven similar types of infusion sets and site was patient's abdomen. The symptoms were noticed within three hours of insertion. The blood glucose level of the patient was more than 546 mg/dl which was treated with changing infusion set and correction injection via multiple daily injection. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.